Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have recent changes to diet, but none to medication. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of e-5 error and then 184 mg/dl and 170 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 120 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have recent changes to diet, but none to medication. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of e-5 error and then 184 mg/dl and 170 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2015. The meter memory reviewed for fasting test results: (B)(6) adverse event not reported.